Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted on (B)(6)2019. The patient reported that he is often feeling hypoglycemic symptoms with no further details provided, on 3 occasions in the previous week, had discrepancies in which his bg was lower than his cgm readings. In one instance the cgm reading was 7.4 mmol/l but the bg value was 2.2 mmol/l. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the x zone of the parkes error grid. The root cause could not be determined. No additional patient or event information is available.